Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: a review of the black box showed an ¿auto-off¿ alarm on (B)(6) 2013 at 1:52pm occurring after 17 hours and 52 minutes from the last bolus on (B)(6) 2013 at 8:02pm. A review of the pump history showed that the ¿auto-off¿ is set to 12 hours. The pump powered on appropriately to the verify screen. The pump was primed successfully and exercised for 24 hours with no ¿auto-off¿ occurring during testing. The ¿auto-off¿ was set to one hour during investigation and the pump emitted the appropriate audio-visual alerts at the correct time. The keypad was inspected and no damaged was found; all buttons responded appropriately to presses. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (auto off) issue. The patient stated that the auto off feature is set to go off after 12 hours of no button presses, however the auto off alarm occurred only three hours after he had pressed the contrast button. A review of the alarm history confirmed the auto off alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.